Manufacturer narrative:
The insulin pump passed the displacement test. However, the device was unable to prime during the testing and motor error alarm occurred during occlusion test, due to faulty force sensor resistor. The drive support cap was inspected and no anomaly was noted. The device was also received with minor scratches on the lcd window, cracked case at reservoir tube window corners, cracked battery tube threads, and a broken reservoir tube lip.

Event description:
The customer's spouse called and reported the insulin pump was stuck in a loop and there was an error alarm, indicating the force sensor system was compromised. The customer's blood glucose was not known. The insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap appeared normal. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.